Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side implant deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold crease, wear abrasion, and an opening on radius. A leak test and microscopic analysis were performed which identified a crease sharp opening and observed a void >1 mm in the non-textured, valve-to shell-bond area. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp crease opening on the radius due to fold flaw opening.

Event description:
Device has been explanted.